Event description:
During an unspecified procedure in the left circumflex (lcx) coronary artery, the balloon burst. The physician was unable to cross the lesion and upon removal, it was noted that the balloon had burst. An attempt to obtain additional information from the sales representative was without success.